Event description:
A (B)(6) old male pt's son contacted zoll customer support to report that the pt's monitor had been continuously cycling power for a house. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (cycling power) has been confirmed. As received, the monitor was resetting. Root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.